Manufacturer narrative:
(B)(4).

Event description:
It was reported that a case of measured data anomaly was observed via remote transmission. The device tripped normal eri less than six months after the programmer longevity displayed two to three years to eri. The likely cause of this anomaly was overprojection during the battery plateau phase.